Event description:
It was reported that during a flexible ureteroscopy procedure, the wire fell off during use, fiber separated from connector. Due to this, the procedure was completed using another device. There were no patient complications.